Event description:
The customer reported that a patient had a reaction during a therapeutic plasma exchange(tpe) procedure. After rinseback, the patient complained of 'fluttering sensation in chest.' The patient's heart rate increased and blood pressure was stable. The patient was sent to the emergency room, and was then admitted to the hospital. A cardiac work up was performed with negative results. Per the customer, the patient was told that he had pulmonary fluid overload. Patient's identifier, age, and weight are not available at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to medical intervention via hospitalization.

Manufacturer narrative:
Investigation: per the customer, they currently run this patient with albumin replacement at 100% fb + 200ml calcium gluconate infusion concurrently during treatment. The infusion is not continued during rinseback. The customer suspects that the patient was experiencing citrate related hypocalcemic symptoms from the citrate in the blood given during rinseback. Per the customer, some immediate precautionary actions for this patient going forward will be: continue calcium gluconate infusion through rinseback, reduce the volume of normal saline in the cagluc infusion to reduce end of treatment, slow down rinseback rate. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, first time procedure patients reactions may occur in approximately 4.8% of procedures, and 1.2% of procedure patients experience reactions to citrate, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. The cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the customer, it is possible that the patient exhibited an allergic reaction to anti-coagulant and/or ethylene oxide (used in the sterilization process).

Event description:
The customer declined to provide the patient's ID, age or weight.